Event description:
The manufacturer was informed that on (B)(6) 2025, perceval plus valve size m was implanted in the patient. Reportedly, the valve was visually inspected to exclude anomalous leaflet shape or stent in-folding, and then aorta was closed. Upon aortic unclamping, bleeding was observed near the annulus, but no paravalvular leak (pvl) was present. The aorta was re-clamped, and a visual inspection revealed that the bleeding originated from the lower part of the annulus on the right coronary cusp (rcc) side. As this area had not been manipulated during decalcification prior to valve implantation, it was suspected that interference from the perceval inflow ring may have contributed to the bleeding. Consequently, the perceval valve was explanted and replaced with a conventional valve. Reportedly, the surgical procedure was extended by approximately one hour. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is still pending the receipt of the device. A follow up report will be provided upon receipt of the device and/or any further information.

Manufacturer narrative:
Updated section: b4, g3, g6, h2, h11. Corrected section: h6. This report is being submitted to correct health effect - impact code in section h6.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. The device was returned to the manufacturer. After decontamination, the valve was visually inspected, and no elements of non-conformity were identified according to the specifications in terms of geometrical aspects. The inflow area was found to be compliant, with no sharp edges observed and the pericardium fully covering the region. The replication of collapsing phases was performed using the returned valve pvf-m and a demo accessory kit, in order to attempt to reproduce the reported event. During the simulation of the valve deployment first in silicon aortic root #23 and then in silicon aortic root #21, no problems were encountered during the release and ballooning phases: the sealing at the annulus level was guaranteed as visible in attached pictures; thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during the simulation. Considering the static conditions of the test, the water level remained stable under the leaflets¿ free edge in both cases. Based on the performed analysis, the reported event cannot be attributed to any intrinsic factors of the involved device, as no paravalvular leaks were observed during the simulation of the static leak test, further confirming the stability of the positioning and sealing performance. Furthermore, from the document review performed, no manufacturing deficiencies were noted. The analyses and simulations were performed to rule out the possibility of paravalvular leak (pvl), despite the initial report indicating that the observed bleeding was not considered pvl. No additional details or clarifications regarding the bleeding were provided, despite multiple follow-up attempts. Nevertheless, no pvl was detected in either of the two tested sizes of silicone aortic roots.

Manufacturer narrative:
. Device has been received by the manufacturer. Investigation is ongoing and a follow-up report will be provided upon completion of the investigation.